Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026 brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2 mg/ml at 0.9 mg/day) via an implantable pump. It was reported that the patient had a slow return of pain, despite increases in daily dose, and more than expected in reservoir at their last refill. There were no known external factors and no troubleshooting was performed. A revision occurred and there was no flow from the catheter access port (cap) while the pump was connected to the old catheter pieces. The old 8784 was cut and the remaining old 8780 was clamped with hemo clips in the pump pocket. N new 8780 was implanted with great flow and was easily cleared from the cap after re-connecting it to the pump and anchoring it in the pocket. The issue was resolved.